Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited right ventricular shock impedance measurements of greater then 125 ohms. Technical services discussed troubleshooting options. Additional information was requested from the field in which no information could be obtained. The device remains in service. No adverse patient effects were reported.